Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the clip broke into two pieces when the product was opened. Another package was opened to resolve the issue. There was no patient injury.